Event description:
It was reported that this communicator connecting to the pacemaker showed a red call doctor icon (rcd) and was not connecting. The patient was unsure of the exact color, but in the lower right corner, the patient thought it was red. The patient was unable to perform a troubleshooting or confirm the light color due to a broken neck. The patient no longer had a line connection. A boston scientific company representative opted to send a communicator cellular adapter. Additional information indicates that the package was damaged and ripped up, but there was no damage to the equipment. The data was reviewed, and a fault code 1003 was found. Technical services (ts) recommended this pacemaker be replaced. Subsequently this device was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this communicator connecting to the pacemaker showed a red call doctor icon (rcd) and was not connecting. The patient was unsure of the exact color, but in the lower right corner, the patient thought it was red. The patient was unable to perform a troubleshooting or confirm the light color due to a broken neck. The patient no longer had a line connection. A boston scientific company representative opted to send a communicator cellular adapter. Additional information indicates that the package was damaged and ripped up, but there was no damage to the equipment. The data was reviewed, and a fault code 1003 was found. Technical services (ts) recommended this pacemaker be replaced. This device remains in service. No adverse patient effects were reported.